Event description:
In 05 physician inserted inferior vena cava filter in an infrarenal location without complication. Patient discharged and subsequently re-admitted via ER with abdominal pain and symptoms consistent with infection, studies revealed that the filter had perforated the vena cava and had to be removed the following moonth.